Event description:
It was reported that during a surgical procedure, a microdebrider cutter leaked saline. The procedure was completed with this same equipment, without causing a clinically-relevant delay. There was no pt or user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was not returned to the MFR for an investigation. A f/u report will be submitted if the product is returned, and if the investigation requires.